Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger (dtc) had a broken connector pin, and that stimulation had completely stopped. The patient stated that walking was, "taking a while" because they were not used to not having stimulation. A replacement dtc was sent. No additional patient symptoms or additional device complications were reported with this event.